Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: during investigation, the pump was returned with the battery compartment cracked. Unrelated to the original issue, there was moisture observed in the battery compartment. A leak test failed due to cracks in the battery compartment. The pump was opened and there was no moisture found. The battery cap threads were stripped and unable to secure. A test cap was used and able to secure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.